Event description:
Procedure type: a right hepatectomy. According to the reporter: the sulu broke. The procedure was subsequently changed to laparatomy. Reinforcement material was used in conjunction with the stapling device. Surgical time was extended by more than 30 minutes due to the product problem.

Manufacturer narrative:
(B)(4).